Manufacturer narrative:
The pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to verify the no delivery alarm due to the prime anomaly. The pump passed the idle current, run current, self test, off no power, unexpected restart, basic occlusion, displacement and rewind tests. Unable to perform the occlusion or no delivery alarm tests due to the prime anomaly. The pump had minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his insulin pump kept alarming no delivery despite having previously called in and troubleshooting the issue. The patient's blood glucose at the time of incident is unknown. The customer had previously received a replacement infusion set for the no delivery issue. Troubleshooting was initiated for the recent no delivery event. The customer had not tried different cannula lengths yet. However, the customer was not using expired insulin. He also rotates his sites and avoids scar tissue. The tubing was not bent or kinked. Although the customer had not yet tried all remedies to the alarm, the customer was advised to revert to their medically prescribed back-up plan. The insulin pump was returned and replaced.